Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at a depth of 2 mm on the non-coronary cusp (ncc) in cusp overlap view, deployment was started but one of the paddle would not release from the delivery catheter system (dcs) during the final release. The implanter tried advancing/retracting the dcs, turning clockwise/counter clockwise and pushing/pulling which did not release the paddle. The manipulations were attempted two more times with the paddle still not releasing after five minutes. The implanter decided to attempt something new, clockwise rotation of the dcs knob while advancing the capsule towards the valve until contacting the stuck paddle which nudged the paddle off of the dcs. No adverse patient effects were reported.